Event description:
It was reported pt had a micl 12.1mm implantable collamer lens implanted in the right eye. As part of the (B)(4) study, the pt reported she was diagnosed with a cataract on (B)(6) 2012. The physician's office was contacted for add'l info. The physician stated he saw the pt on (B)(6) 2012 but the pt had been diagnosed by another physician at an earlier date. The pt has an anterior subcapsular cataract-diffuse. The icl remains implanted. Va acuity post-op 20/15 01, va post-diagnosis 20/25 -2. Progress of the cataract is unk because the physician only saw the pt once.

Manufacturer narrative:
Evaluation method: lens work order search medical review. Results: a lens order search was performed and no similar complaint was found with in the same order. Medical review - anterior subcapsular cataract is a labeled complication may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. In the us FDA clinical trials, approximately 6% to 7% of eyes developed anterior subcapsular opacities at 7 years following icl implantation, but only 1% - 2% progressed to clinically significant cataract during the same period. Conclusions - based on the complaint history, work order search and medical review, specific root cause of the event could not be determined. (B)(4).